Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the groshong catheter was implanted on (B)(6) 2018. The next day, during dressing change, a medicine leak was noticed. Then it was found that the groshong catheter had broken outside of the patient's body. No patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr d/l groshong catheter. Usage residues were observed throughout the sample. The sample was received in two segments which shared a complete break just proximal of the 54cm depth marking. Adhesive residue was observed on the catheter just distal of the break site. Microscopic inspection of the break revealed a sharply defined, irregular and granular fracture surface. The break site exhibited an elliptical cross-section. Tactile inspection of the sample revealed severe tensile weakness and material necking just proximal of the break. Very little tensile weakness was observed distal of the break. The severe tensile weakness and break features were consistent with damage caused by tensile (pulling) stress. The adhesive residue and lack of tensile weakness suggested that the catheter was secured in place distal of the break site and the device was manipulated proximal of the securement site. The product IFU states ¿to minimize the risk of catheter breakage and embolization, the suture wing and / or adapter must be secured in place.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the groshong catheter was implanted on (B)(6) 2018. The next day, during dressing change, a medicine leak was noticed. Then it was found that the groshong catheter had broken outside of the patient's body. No patient injury reported.